Manufacturer narrative:
Additional info received notes that the pt's outflow graft was replaced with a new one a month earlier (reference MFR # 2916596-2013-01601). The device was returned to the manufacturer, and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt underwent a pump exchanged, as they were still having the same issues since implant of elevated power, elevated bnp and ldh levels. It was also noted that the outflow graft was replaced with a new one about a month earlier due to the same issues.